Manufacturer narrative:
Continued e.1 phone number: (B)(6). The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and silicone migration.

Event description:
Healthcare professional reported unknown side developed swelling in the lymph nodes, and a biopsy revealed that this was silicone lymphadenopathy. Device remains implanted.